Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon was found leaking while in use with patient after use for 19 days. The problem was solved by replacing a new one. "No injury" reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one used device was returned for investigation. Functional testing confirmed a leak in the pilot balloon was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Root cause was not established. This issue will continue to be monitored and further actions taken accordingly.